Event description:
A malfunction alarm was reported with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur following the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.